Manufacturer narrative:
This product is manufactured in the u.s. But is not marketed in the u.s. Diopter: 21.50 (B)(4). Method: evaluation method: device work order search. Results: (evaluation result) a device work order search was performed and no similar complaints were found within the work order. Conclusion: (no conclusion can be drawn) based on the complaint history, work order search, and product evaluation, a specific root cause of the event could not be determined. (B)(4)

Event description:
The reporter indicated that the surgeon used a ks-ni2 preloaded injector aq310ain 21.5. Prior to implantation, when handling the rod, it was tough to push. The rod passed the lens. The lens rotated irregular and warped. The lens became stuck in the injector. There was no patient contact. No adverse events reported.

Manufacturer narrative:
Method: data analysis. Results: data analysis performed by staar japan determined that the performance of the preloaded injector system degraded with aging after sterilization and this is more frequent in low diopters (12.5d-16.0d). In addition, the mechanism of the irregularity (lens does not travel as intended) was identified. The key findings was the nature of the lens per different diopter sizes. The low diopter lenses (12.5d-16.0d) contact more on the bottom and ceiling of the cartridge compared to the medium and high diopter lenses. Therefore, it is concluded that the root cause of this nonconformity is the design of the product. (B)(4).